Manufacturer narrative:
No cracked or loose drive support disk noted. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, scratched reservoir tube window, detached end cap and stained end cap sticker.

Event description:
Customer's mother reported via phone call that insulin pump's drive support cap was cracked and falling out. Customer's blood glucose was 118 mg/dl. Caller was advised that insulin pump would need to be replaced.